Manufacturer narrative:
Insulin pump was received with missing case and electronic assembly stacks. The only thing we had been received is motor. Unable to perform functional testings due to missing parts.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 125mg/dl at the time of the incident. The customer states the pump was ran over. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.